Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving clonidine (150 mcg/ml), baclofen (10 mcg/ml), fentanyl (240 mcg/ml), and bupivacaine (36 mg/ml) via an implantable pump for non-malignant pain. It was reported that the pump was refilled about once per month and starting about 3 months ago they got back 3 ml more than expected, 3 ml more than expected again the next month, and then 4 ml more than expected the month after that. Today they were expecting 5.2 ml and got 10.5 ml back. Technical services reviewed considerations around volume discrepancies. Reviewed option for healthcare provider (hcp) to do some diagnostics on the catheter including clearing from the catheter access port and/or a dye study. The company representative (rep) stated that the logs did not show any issues currently. Rep stated that the patient did not report anything other than they "just hadn't been feeling good the last few months" and didn't feel like the pump was working as well. Reviewed op tion to check for granuloma. Additional information received from the healthcare provider (hcp) via a company representative (rep) reported that no diagnostics were performed so far other than looking at the pump logs, which were as expected. The patient has an appointment towards the end of september to have a dye study, so the causes of the increased pain and volume discrepancies have not been determined yet. The patient has not been back for another refill yet, so it was unknown if the discrepancies continued. The rep has not been able to meet with the hcp yet to get information on past discrepancy amounts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6)2022, product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8784 lot# serial# (B)(6), ubd 2022-06-18, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative who reported discrepancies were found in what volume was expected in the pump versus what was actually in the pump over the course of several refills. The patient did not experience any withdrawal symptoms, only increase pain. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump segment was replaced after finding what appeared to be a potential kink. The pump was also replaced. It was noted the pump was delivering bupivacaine 36mg/ml at 17mg/day, fentanyl 240mcg/ml at 113mcg/day and clonidine 150mcg/ml at 70mcg/day. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.

Event description:
Additional information received reported that after the np (nurse practitioner) visited the patient and learned he got benefit when boluses were delivered a dye study was determined to be unnecessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that the details of the dye study was unknown; however, the hcp reported that the patient was scheduled for a pump replacement in november.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient came in for another regular refill today. The expected volume was 6 ml and 11 ml was actually taken out. The patient would be seeing his physician on the 20th for a dye study to hopefully determine what was going on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.